Event description:
Patient complains of nausea overnight, abdominal x-ray ordered and an incidental finding of dobhoff tube weights had been dislodged and were scattered in patient bowel. Dobhoff removed and images of distal end of dobhoff tube uploaded into media. The weighted end of dobhoff tube ruptured. Provider, unit leadership and patient safety representative notified.